Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to disassociation.

Manufacturer narrative:
The engineering evaluation noted in the reported revision was likely the result of not fully seating the humeral liner at the time of implantation, which allowed for the loner to disassociate from the adapter tray.

Event description:
Revision due to disassociation.

Event description:
Revision due to disassociation.

Manufacturer narrative:
The engineering evaluation noted in the reported revision was likely the result of not fully seating the humeral liner at the time of implantation, which allowed for the loner to disassociate from the adapter tray. Initial awareness date in the initial submission should have been 06-aug-2018.